Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, device memory was reviewed. We confirmed that the device declared eri after experiencing one charge times greater than the extended mid-life eri charge time limit of 18.9 seconds. To determine if the device's rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by charge times in excess of the 18.9 second extended eri charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eri charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Upon detailed analysis this event will be updated and filed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned with no allegations. Initial analysis showed that the ICD failed longevity calculation. Further analysis will be conducted. No adverse patient effects were reported.

Event description:
--